Manufacturer narrative:
The incident unit was returned to the service center for evaluation. The customer reported condition was confirmed. The investigation isolated the failure to the psrf board, footswitch board, and power switch, but a root cause could not be identified. The unit was repaired and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the bipolar function of the generator self-activated. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.